Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient was in atrial fibrillation as therapy could not break the atrial rhythm. An external cardioversion shock was done to break the rhythm. A message was displayed informing excess current during attempted therapy delivery. The alert message was cleared. An attempted manual shock displayed an over current detection error message with lower out of range high voltage lead impedance. The high voltage vector was programmed and a shock was successfully delivered. No other testing was performed due to the patients unrelated sickness. The patient will be followed at regular follow-up intervals. No patient complications were detected.